Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Unit passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected audio/vibrate anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had been giving issues. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received unexplained no delivery alarm, both alarm and vibrations was not loud as it used to be. The device will not be returned for analysis.